Manufacturer narrative:
Concomitant product(s): primary tubing. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the set separated and leaked at the initiation of a remicade infusion. The user observed when opening the door to the device, the set separated at the secondary safety clamp. The tubing was changed and continued the infusions without difficulty. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the set separated and leaked at the secondary safety clamp/lower fitment was confirmed. Visual inspection was performed; separation was observed at the engagement between the lower fitment and the pvc tubing. Functional testing was not performed because of the obvious separation. Magnified inspection showed no solvent along the separated tubing end. Dimensional analysis of the separated tubing end was within specification. The cause of the leak was separation at the engagement between the components. The root cause was insufficient solvent being applied at the engagement of the tubing.

Event description:
The customer reported that the set separated and leaked at the initiation of a remicade infusion. The user observed when opening the door to the device, the set separated at the secondary safety clamp. The tubing was changed and continued the infusions without difficulty. There was no report of patient harm.